Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that they experienced high blood glucose level of 580 mg/dl two weeks prior. Customer's blood glucose at the time of incident was 322 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated for the high blood glucose with insulin pump. The drive support cap appears normal. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer reported that the insulin pump was worn during a medical procedure or test around an magnetic resonance index. The insulin pump will not be returned for analysis.